Manufacturer narrative:
B5- per additional information received on (B)(6) 2022: the problem was reported as resolved. "Patient doesn't wish further surgery patient wear glasses/contactlenses". Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.00/+1.0/180 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting; angle closure with elevated intraocular pressure and on (B)(6) 2022 the lens was explanted. The cause of the event was reported as unknown.